Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous coronary artery. Following pre-dilatation, a 2.50 x 24mm synergy xd drug eluting stent was advanced for treatment. However, it was unable to cross the lesion and the the stent strut was lifted and damaged. The procedure was completed with a different device. There were no patient complications reported.